Manufacturer narrative:
Per zoll labeling, possible complications with central venous catheters include thrombosis. The study site indicated that there were no vessel injuries caused by the zoll catheters. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Per the study site, patient's death was not attributed to the zoll catheter. It was reported that the family decided to withdraw care and place the patient on comfort care. The zoll catheter used during the reported event was returned to zoll on 07/07/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A (B)(6) female was enrolled into the (B)(6) trial on (B)(6) 2015 and randomized to the hypothermia arm. Subject had a traumatic subdural hematoma (sdh) following a motor vehicle accident. The initial CT showed a 7 mm left sdh with midline shift, right occipital skull fracture, right temporal contusion, pneumocephalus, and traumatic subarachnoid hemorrhage (tsah). Her neurological exam was as follows: glasgow coma scale (gcs) 8, pupils 6mm bilateral and brisk. She had purposeful movement of all 4 extremities. On (B)(6) 2015, a zoll quattro catheter was successfully placed at 0719 into the right femoral vein by a physician who was proficient with intravascular catheter placement. Catheter insertion was smooth and made in one attempt. The subject was cooled to 35°c in the operating room and reduced to 33°c in the intensive care unit (ICU). She had a left hemicraniectomy and a bolt was placed. On (B)(6) 2015, an angiogram was performed. The zoll thermogard console was disconnected for transport and reconnected during angiogram. After the angiogram was completed, the nurse/tech noted that the catheter intravenous fluid access port was "distorted" in comparison to the pre-angio appearance and in comparison to the other ports. This was brought to the attention of the research nurse. The research nurse conferred with the neurovascular physician, the ICU doctor, two neurosurgery residents and another physician who decided to discontinue the zoll catheter. The zoll catheter was successfully replaced over the guidewire with another quattro catheter (of the same lot). The decision and line replacement was performed within about 30 minutes so as to maintain the patient's temperature. On (B)(6) 2015, the subject was rewarmed to 36.5°c. At 0615, her temperature was 37.8°c/100°f. She was started on antibiotics. On (B)(6) 2015, the second quattro catheter was removed at 1600 without any issues. A separate catheter was then placed into the left subclavian vein for the central line. On (B)(6) 2015, bilateral upper and lower extremity doppler exams for venous thromboembolism (vte) were negative. The subject continued to improve until post-op day 10, (B)(6) 2015; she developed neurologic worsening (she had been withdrawing to pain and she changed to abnormal extension.). A CT was performed which showed areas of increased hypodensity concerning for edema versus ischemia. Subject was also febrile and her intracranial pressure (icp) remained low. On (B)(6) 2015, a chest x-ray was performed, which showed possible pulmonary emboli; therefore, a chest cta was ordered. Another head cta was performed on this day; however, results were not provided. On (B)(6) 2015, a chest cta was performed, which showed pulmonary emboli within the left main pulmonary artery at the branch point for the lobar arteries. There was no evidence of heart strain. In addition, a transcranial doppler (tcd) was performed, which showed moderate vasospasm in left middle cerebral artery and left anterior cerebral artery, mild vasospasm in right middle cerebral artery and right anterior cerebral artery, and possible vasospasm in basilar artery and bilateral siphons. That evening, she developed severe vasospasm and was treated with angioplasty. Physicians decided to continue with cooling due to vasospasm and because subject was febrile. On (B)(6) 2015, a lower extremity venous doppler was performed, which showed non-occlusive deep venous thrombosis (dvt) involving bilateral common femoral veins. Subject's neurological exam did not improve. A CT was also performed, which showed massive bilateral infarcts with increasing midline shift. Vasospasm led to infarcts and represented a poor prognosis for significant recovery. On (B)(6) 2015, a CT of the head showed extensive edematous and ischemic changes in both cerebral hemispheres continued to evolve. There was an increased left to right midline shift of 16 mm (previously 14 mm). There was effacement of the right lateral ventricle. After discussions with the family, it was decided to withdraw care. On (B)(6) 2015, the subject died at 23:40. Per the study site, patient's death was not attributed to the zoll catheters. The study site indicated that there were no vessel injuries caused by the zoll catheters. Patient was not at an additional high risk for dvt.